Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative confirmed the issue was due to 2 batteries in tray 7. Tray 7 was replaced and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure the imaging system will not boot up even while showing 2 bars of power. The system was plugged into charge and the power line was green. The representative reported that the key on the image acquisition system (ias) was turned and the system was able to power on normally; fully functional and charged. However, the representative reported that after charging for 4 hours the imaging system would not turn on again. The power bars were reported to be at approximately 3 and 2. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: occupation of original reporter updated to proper value. The suspect batteries were returned to the manufacturer for evaluation. Electrical testing found that the first two batteries were below voltage specifications respectively.